Manufacturer narrative:
Device received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to device flashing white light on the display. No rattle sound or noise noted when shaking the device. Device was received with scratched case and stained keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump alarmed and insulin delivery was stopped. The customer's blood glucose was 196 mg/dl at the time of incident. The customer reports the insulin pump failed the self test and it is not possible to delivery 3 units via fill cannula with an alarm. The customer did not troubleshoot the issue. The customer will be sent a replacement insulin pump. The insulin pump will be returned for analysis.